Event description:
As reported by the field, during a coil embolization to the middle meningeal artery (mma), the physician was coiling left main trunk of mma. A heliform xsft xl 2mm x 8 cm coil was placed. Then the user asked for a second heliform xsft xl 2mm x 8 cm coil (xhe120208, 31118010). As the experienced technologist was advancing this coil through the introducer sheath, when she reached the fracture point of the manual break, the manual break fractured. There was no excessive force, everything was moving smoothly. It was not her first time using the product. Removed this coil from the microcatheter system and reopened another coil and successfully placed two more coils on the left side. On the right side he also wanted to coil the right main trunk of the mma. He placed 2 avenir coils successfully. Then as the technologist was advancing a freeform mini 1.5mm x 4cm coil (mcr091540, 31136066) through the introducer sheath, at the fracture point of the manual break, it again broke. Again, it was noted she was advancing smoothly and softly- no force was observed. Removed coil from microcatheter system, and a new 1.5x4 mini was successfully placed. The microcatheters used for both of these instances was a pnovus 17 from phenox. (A new one was obtained for the right side after liquid embolics were used). Additional information received on 22-jul-2024 indicated that there was no excessive tortuosity, no acute bends on either side. There was no aneurysm, they were sacrificing the medial meningeal artery. No difficulty positioning. There were no attempts made in using the detachment handle. There was no damage to the embolic coil or any device component. There was no patient injury. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31118010 number, and no non-conformance's related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.